Event description:
The customer reported being hospitalized several times for low blood glucose. The blood glucose reading at time of the call was 245mg/dl. Troubleshooting was performed and the customer stated that the numbers kept ramping on his insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.